Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 703:00 was confirmed by baxter personnel in the pump's event history.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 703:00 was confirmed during product evaluation. The root cause of this condition was not identified. No repairs were performed to correct this condition as this device will be removed from service. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 703:00. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.